Manufacturer narrative:
The provider repaired the controller. Should further information become available, a follow-up report will then be issued.

Event description:
Customer alleges controller loose and ran into a mirrored closet door and broke it. Ems was called to help son because he was trapped under other door.